Manufacturer narrative:
UDI= (B)(4). The explanted device was not returned to bsn.

Event description:
A report was received that the patient was not able to charge the ipg. X-rays were taken and confirmed that ipg had flipped upside down in the pocket. The patient underwent a revision procedure wherein the ipg was replaced. No device malfunction was suspected. The patient was doing well postoperatively.